Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation procedure for a distal radius bone fracture, a locking compression distal radius plate and five screws were used. After drilling, the surgeon found that the tip of the drill was broken. The surgeon could not retrieve the broken piece of the drill. The surgeon decided to leave the broken piece in the patients bone. The surgical procedure was completed with a reported twenty minute surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation has shown that the tip is broken off. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that too much mechanical force had been applied during the surgery. Please note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.